Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. Based on information provided from the surgical site on the response, the root cause is unrelated to the iol. It was stated that the incision needed to be enlarged, and the lens had already been loaded and halfway through injector when removed. Asked for a new lens. The file indicated that the initial lens was destroyed. No product will be returning. Information in the file indicated that a 22.5 diopter lens was used. An explanation was not provided regarding the decision to select a lens with 1.5 diopters less as the replacement lens than the initial lens 24.0 diopter. No further information has been provided. There has been two other complaints in this reported lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A purchasing person reported that following an intraocular lens (iol) implant procedure, the lens open but not used. Additional information has been requested and provided that defective haptic and the incision needed to be enlarged and the lens had already been loaded and halfway through injector when removed. Asked for a new lens. There was no patient harm and no hospitalization.